Event description:
It was reported that while on patient, the ventilator generated alarms indicating insufficient ventilation. Patient's saturation decreased to 40%. Final patient outcome was no harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
No malfunction was found during ventilator investigation performed on-site and the reported issue could not be duplicated. A fisher and paykel heated circuit was used with filter changing every 24h. No information received whether the patient circuit and the filter have been investigated or not. The received logs confirmed the reported issue at the date of event. A successful pre-use check was performed prior and after time of the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at time of the event. Our conclusion is that there is no indication of a ventilator malfunction. Appropriate alarms for disconnect/leakage situation in the patient circuit were generated but how it occurred has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).